Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a single lumen groshong catheter. The visible segment included the proximal end of the catheter and the inlaid stylet luer adapter. What appeared to be clear infusate was visible leaking from the catheter. The leak appeared to be in a region corresponding to the end of the stylet connector cannula. While leakage appeared to be visible in the submitted photograph, inspection of the photograph was not sufficient to identify the cause of the leakage. Consequently this complaint is confirmed as cause unknown at this time. The location of the leak suggested that stylet manipulation may have contributed. A lot history review (lhr) of redt4250 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there were sand holes with the connection between the tail end of the catheter and stylet. Fluid leaks occurred when the catheter was infiltrated.